Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05sep2019. The device was sent to be repaired in-house. The power cord was replaced to address the reported issue. The issue was resolved and the device now functions as intended after testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the vent was not charging. It is unknown if the device was in clinical use during the time of the event, but no patient harm was reported.